Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 400mg/dl at the time of incident. The customer reported that it won't rewind. The customer was guided through rewinding the pump. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.